Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered two shocks in different episodes due to sense b noise, low amplitude and oversensing. Another untreated episode was also observed. A follow up for the patient, x-rays and fluoroscopy imaging were performed. It is suspected that the system was implanted in a higher position. It was decided to reprogram the system into the secondary vector. Additionally, a patient data (pd) error was detected which showed an increase in battery longevity. The message was cleared and it is expected to the longevity to be adjusted after this. This system remains ins service. No further adverse patient effects were reported. Additional information was received detailing that the patient received two additional shocks while doing exercises. In this case it was observed that while doing exercise an elevated sinus heart rhythm appears, the amplitude decreases and leading to t-wave oversensing. This confirmed that reprogramming of the device was no longer a feasible option. A system replacement was scheduled. At this time, this system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered two shocks in different episodes due to sense b noise, low amplitude and oversensing. Another untreated episode was also observed. A follow up for the patient, x-rays and fluoroscopy imaging were performed. It is suspected that the system was implanted in a higher position. It was decided to reprogram the system into the secondary vector. Additionally, a patient data (pd) error was detected which showed an increase in battery longevity. The message was cleared and it is expected to the longevity to be adjusted after this. This system remains ins service. No further adverse patient effects were reported. Additional information was received detailing that the patient received two additional shocks while doing exercises. In this case it was observed that while doing exercise an elevated sinus heart rhythm appears, the amplitude decreases and leading to t-wave oversensing. This confirmed that reprogramming of the device was no longer a feasible option. A system replacement was scheduled. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. Additionally, it was mentioned that the patient had experienced pain and discomfort. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered two shocks in different episodes due to sense b noise, low amplitude and oversensing. Another untreated episode was also observed. A follow up for the patient, x-rays and fluoroscopy imaging were performed. It is suspected that the system was implanted in a higher position. It was decided to reprogram the system into the secondary vector. Additionally, a patient data (pd) error was detected which showed an increase in battery longevity. The message was cleared and it is expected to the longevity to be adjusted after this. This system remains ins service. No further adverse patient effects were reported. Additional information was received detailing that the patient received two additional shocks while doing exercises. In this case it was observed that while doing exercise an elevated sinus heart rhythm appears, the amplitude decreases and leading to t-wave oversensing. This confirmed that reprogramming of the device was no longer a feasible option. A system replacement was scheduled. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. Additionally, it was mentioned that the patient had experienced pain and discomfort. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the incident description field for more information regarding the specific circumstances of this event. Additionally, device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.